Event description:
Information received from the field notes that due to multiple symptoms the patient was placed on a holter monitor which revealed several episodes of intermittent ventricular undersensing. A subsequent follow-up ten days later noted bipolar sensing at 2.0mv and capture at 1.0v, 0.8ms. The undersensing still occurred when the sensitivity setting was decreased to 1.0mv.